Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the cutting wire detached from the sphincterotome. No portion of the wire fell into the patient. The procedure was completed with another manufacturers device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "normal".

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the cutting wire detached from the sphincterotome. No portion of the wire fell into the patient. The procedure was completed with another manufacturers device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "normal".

Manufacturer narrative:
A visual examination revealed the working length was twisted, the distal pierce hole was melted/torn, and approximately half of the exposed cutting wire, with the anchor intact, was burnt/blackened. The cutting wire with the soldered anchor was observed to have separated from the extrusion through the distal pierce hole. The closed extrusion at the distal tip was ripped from the wide brown band where the manufactured open guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. Analysis of the device distal end found that the cut wire melted the extrusion near the distal pierce hole creating a tear in the extrusion and detached itself from the distal pierce hole with the anchor. The tear appeared to have some discoloration which is indicative of the working length melting at this location. The weld integrity of cutwire/anchor assembly was found to be unaffected. The od of the exposed cutting wire was measured and meets the specification. The cannulating orientation of the device could not be confirmed due to the return condition of the device. The condition of the returned unit was consistent with the complaint incident that the cutting wire detached from the sphincterotome. During manufacturing, tome devices are 100% inspected so the detached anchor, the twisted working length and melted/torn distal pierce hole are likely due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.